Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3, h.6. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade: iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identified a crease sharp opening on posterior and a non-penetrating nick. Based on the device analysis the final assessment is a crease sharp opening on radius, assessed as a fold flaw opening and non-penetrating nick.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.